Manufacturer narrative:
(B)(4). A lot number was not provided by the customer. A device history record (DHR) review was performed based on sales history. Per DHR the product visistat 35r 6/box lot # 73h1900207 was manufactured on 08/12/2019 a total of 15,000 pieces. Lot was released on 08/23/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was received with one loose staple formed properly. The stapler was received with 20 staples left in the cover block indicating that at least 15 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger cycle was completed. Upon full engagement of the trigger, a staple formed sideways , and a second staple didn't form. On the second attempt, the staple didn't form. Another attempt was made and this time, a staple formed but didn't release. The stapler was disassembled. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. The staple was able to properly form and release from the device. The forming tool from the sample was also inserted into the lab inventory stapler but the staple still released. The anvil and forming tool from the complaint sample was inserted back into the sample and the stapler was reassembled. Another attempt to fire was made, the staple didn't release. However, on the following attempt, the staple properly fired. The remaining staples were fired from the stapler. The stapler was not able to properly fire the staples consistently. Out of the 20 staples remaining, only 9 staples were able to release from device. It could not be determined what prevented some of the staples from releasing. No other defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. Upon functional inspection, only 9 of the 20 remaining staples were able to fire properly from the device. No errors could be found in the assembly. The staplers are 100% inspected for firing at the time of manufacturing assembly. It is unlikely that this issue was present at the time of manufacturing release. It could not be determined what prevented the staples from releasing. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the staples were stuck in the stapler and did not come out during a pretest. Therefore, a new unit was opened instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were stuck in the stapler and did not come out during a pretest. Therefore, a new unit was opened instead.